Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box data from the date of the compliant had been overwritten. The current black box history showed multiple loss of prime warnings associated with a non-primed pump. The pump was exercised for 24 hours with no loss of prime duplicated. Force calibration testing passed within specification. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.